Event description:
The customer reported that during a thyroidectomy, the jaw insulation came off of the device and fell into the pt cavity. The material was retrieved and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.